Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact. Reportedly, the customer was able to charge the pump with the same supplies.